Event description:
During a coronary stenting procedure, the physician felt that the stent was defective and did not use. Attempts to clarify the defect with the account and physician were unsuccessful. When the product was received into cordis, it was noted that the proximal stent struts were uplifted. Per the account, there is no additional info available or forthcoming regarding this event.